Manufacturer narrative:
Analysis was performed by remote service personnel which included communication with the customer and advise how to verify the correct placement of the sensor to resolve the reported issue. The results of the analysis were that the sensor connector block needs replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was defective sensor connector block. The issue was resolved by sending the customer the replacement part. The customer will perform the repair on customer site. A review of the service history for this device shows the problem has not been reported again for this device. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6).

Event description:
It was reported that the fetal heart rate measurements are unstable and even after changing of the sensor the problem of random rcf figures are still present. The device was in clinical use. There was no report of patient or user harm.